Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to atrial fibrillation with rapid ventricular rate. At this time, this ICD remains in service and there were no additional adverse patient effects reported.